Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced chest pain and septal branch injuries at the implant site and attempted implant site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant the patient experienced septal flash and takotsubo cardiomyopathy due to the leadless implantable pulse generator (ipg) pressing against the coronary artery. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.